Manufacturer narrative:
(B)(4). Unknown v. Mueller laparoscopic device was provided as the actual product information was not provided by the customer. Unk was provided as the product code was unknown and could not be determined based off of the information provided by the customer. Carefusion was chosen as manufacturer as the customer did not provide product number and lot number to further determine. No sample was available for evaluation.

Event description:
Bd recently received a report of an unknown v. Mueller laparoscopic instrument that had the pins fall out of it. The instrument was being used for a bariatric gastric bypass when the pins became loose and fell out. None of the pins landed inside of the patient and all of them were located. Customer has failed to provide any additional information regarding the event or sample retrieval despite numerous attempts to retrieve it.